Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 425 mg/dl. Customer advised they received a no delivery alarm on the insulin pump. Troubleshooting for the no delivery alarm was performed. Customer advised they changed out their entire set and resolved the issue. Customer did not want to return the reservoir or the infusion set for analysis. Customer declined to troubleshoot for high blood glucose levels and advised they will monitor their blood glucose levels instead.